Event description:
Analysis of the handheld device and software flashcard was completed. It was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 4 broken wire connections in the serial cable. Additionally, it was identified that the touchscreen was unresponsive. The cause for the identified anomaly is associated with the higher than expected resistance values in the touchscreen circuitry due to fluid damage. No further anomalies were identified. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the physician's handheld will not interrogate several patient's generators. Troubleshooting has been performed by using the wand with another programming computer which identified that the wand is functioning. It was reported that different moves were attempted, but the device still wouldn't interrogate. The handheld was returned for analysis. Visual inspection of the device identified that the serial cable strain relief was loose and the wires were visible. Analysis is underway, but has not been completed to date.